Event description:
It was reported that during a procedure in the left renal artery, pre-dilatation was performed using a 2.5 x 12 non-abbott dilatation catheter. The device was removed and the 4 x 15 mm herculink stent system was advanced. There was difficulty advancing the stent system and minimal force was applied. The stent system was still unable to cross and the device was removed in order to perform further pre-dilatation. It was noted during removal that the stent had partially dislodged; however, the stent system was continued to be pulled back. It was then noted that the stent had completely dislodged from the stent system and remained in the patient anatomy. Attempts were made to retrieve the dislodged stent with a snare device; however, the stent was unable to be located. Multiple attempts were made using fluoroscopy to visualize the stent, but the stent could not be located. The stent remains in the patient anatomy and there were no further attempts made to retrieve the stent. The procedure was completed with a non-abbott device. There was a clinically significant delay and no adverse patient sequelae. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the stent delivery system (sds) was returned without any blood visible. There was contrast in the inflation lumen and in the balloon. The balloon had relaxed folds, consistent with the stent being dislodged from resistance. There were crimp marks on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. There were no kinks noted to the distal shaft or the tip. There was no other damage noted to the sds. The tip length was measured with a steel ruler and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. The lesion site was described as heavily calcified, which may have contributed to the crossing difficulty. It was reported that minimal force was applied and the stent system was still unable to cross. It should be noted that the rx herculink elite instructions for use (IFU) states: should unusual resistance be felt at any time during lesion access or delivery system removal, the introducer sheath/guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Additionally, it was reported that when the device was removed in order to perform further pre-dilatation, it was noted that the stent had partially dislodged and the stent system continued to be pulled back. It was then noted that the stent had completely dislodged from the stent system and remained in the patient anatomy. The dislodgment of the stent appears to be due to advancing the stent system against resistance and removal of the stent system contrary to the IFU. The reported difficulties appear to be related to case circumstances and there is no indication to suggest a product deficiency. A review of the lot history record for the reported lot was performed and revealed no nonconforming material records. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents. There is no indication of a product quality deficiency. All sds are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters.

Manufacturer narrative:
(B)(4).